Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Correction to d4 unique identifier number (UDI) field

Manufacturer narrative:
(B)(4). E1 initial reporter email address - (B)(6).

Event description:
It was reported that the needle was broken. The sensor was inserted on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.